Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The procedure was discontinued; the final tr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported. It was reported that in (B)(6) 2026, approximately 6 weeks later, the patient returned for a follow-up appointment when it was identified that a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. The tr returned to grade 3-4. A secondary triclip procedure was scheduled. On (B)(6) 2026, the patient presented with grade 3-4 functional tr for a secondary triclip procedure. During the procedure, an additional triclip was implanted to stabilize the slda triclip. The procedure was discontinued; the final tr was reduced to grade 2+. There were no adverse patient sequela or clinically significant delays reported.